Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2021 to bury the ipg deeper in the same pocket. Pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.